Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued an occlusion alarm and the user experienced hyperglycemia with a highest recorded blood glucose of 294 mg/dl for an estimated two hours; the user reported no visible issues with the infusion site or cannula, and proper loading/infusion set steps had been followed using an inset infusion set. Symptoms included elevated blood glucose without additional clinical manifestations. Outcomes included no medical intervention, no hospitalization, and no emergency care. Investigation included user troubleshooting and education performed by support personnel. Investigation of this case revealed an insulin delivery occlusion was reported, but the cause of hyperglycemia remained unclear. It was concluded that the event was related to hyperglycemia with an unclear cause in the context of a reported occlusion alarm, and no further adverse outcomes were identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.